Event description:
According to the reporter, during a laparoscopic cholecystectomy, biliopancreatic diversion with duodenal switch, while transecting the stomach, the stapler fired. After inflating the stomach to verify any leakage, staple line bleeding was identified. There was no proof of leaks. Clips were applied to the staple line to resolve the issue.

Manufacturer narrative:
D10: concomitant product: sigtrsb60axt - sigtrsb60axt 60mm xtr thk reinforced rel, lot# n3f0227y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3e0746y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3c0698y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3e0746y sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# n3e0746y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted all the reload pushers were fired, with the sled fully advanced, the jaws were open and the distal suture on the anvil/cartridge side was disengaged. Functionally, the reload was loaded into an rpa manual handle. The handle recognized the reload as used and the interlock was overridden. The reload was fully cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.